Event description:
Surgeon received a burn to the hand during a lap chole. He was holding a cold instrument (snowden pencer) at electrode, when it came close to the energized encision fixed tip electrode. No fault indicated to fte or encision system. No pt injury. No medical intervention required for the surgeon.

Manufacturer narrative:
To date, the encision device has not been returned for eval. Even if with no malfunction in either device, if the surgeon was in contact with bare metal on the cold instrument and the cold instrument came close enough for direct or capacitive coupling, hf energy could be transmitted to the surgeon's hand. The fixed tip electrode IFU states "do not conduct energy by touching an aem instrument to a second instrument contacting tissue. The second device will not be protected from capacitive coupling and insulation failure." No pt info has been solicited because the incident did not injure the pt. This report will be updated if the fixed tip electrode is received for eval.